Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log (ehl) showed occurrences of "cassette not attached properly" alarm messages. Functional testing was unable to duplicate the reported issue, although the ehl showed that the alarm had previously occurred. The downstream occlusion sensor was replaced as a preventive measure. Service history review identified the complaint was not related to a previous service of the device within the review period. B3: unknown; no information has been provided to date.

Event description:
It was reported the pump alarmed cassette not attached error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.